Event description:
It was reported that the company representative called technical support (ts) asking if there have been any issues with the cable and the clip when connecting to the external pulse generator (epg). Ts suggested that the issue maybe the connector. Follow up indicated that it was operator error, and the epg was operating as designed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).